Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the atrial fibrillation procedure, the catheter tip had fractured. During use, the physician noted that the ice catheter transducer had stopped working. The catheter was replugged into the cim and was prompted to select the transducer which resolved the issue temporarily but then disconnected. A different cim was tried but the viewmate did not recognize the catheter at all. The physician removed the ice catheter from the patient and noted that the tip had broken. He had put the ice catheter through the non-abbott (faradrive sheath by boston scientific) earlier in the case, but at the time it stopped working it was through a standard 10 long sheath and in the right atrium. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.